Event description:
Symptoms/ae: stroke, in-stent restenosis. Time of symptoms/ae: post procedure. Device malfunction: none. The following events were noted through a periodic article review. The aim of this study was to retrospectively analyze the outcomes in 295 pts who underwent carotid artery stenting procedures during the time period from 2001 to 2007 using tapered and non-tapered stents, with regard to neurological events and restenosis. Eight pts experienced in-stent restenosis. Treatment consisted of 3 angioplasties, 3 angioplasties with stent, and treatment for two pts was not provided. Seven pts experienced symptoms of a stroke and treatment was not specified.

Manufacturer narrative:
The devices were not returned for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Mark k. Eskandari, m.d., et al; "carotid stenting using tapered and nontapered stents: associated neurological complications and restenosis rates"; published ann vasc surg 2009; 439:445.